Manufacturer narrative:
The lens was never returned for evaluation. No other complaints for the device lot number verbally provided have been received. No trend has been identified. A review of the lot history record for the lot number provided verbally found no discrepancy and nothing that would indicate that the device could have caused or contributed to the pt's complaint. There is not sufficient information to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint.

Event description:
Pt verbally complained that she had developed a corneal ulcer while wearing frequency 55 toric lens. Pt stated that eyecare practitioner told her the cause was over wear of the contact. Pt states this is not true. Pt stated she had the lens in her possession. Pt verbally provided the lot number of the lens. Eyecare office employee verbally stated pt did receive treatment for corneal ulcer and was seen three times. This office did not fit the lenses, only treated her for the ulcer. Stated that the pt sleeps in her lenses. Eyecare practitioner called back and verbally stated that the pt had infiltrates and some staining in the periphery treated with zymar and tobradex. At follow-up visit 5 days later most all of the infiltrates were gone. Set up final visit and pt never came back.